Manufacturer narrative:
Results eval (other): the investigation into this event has been started but not completed. Upon the receipt of the completed investigation, a follow up report will be submitted.